Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Bleeding is a known inherent risk associated with use of the device. Clinical factors that may have contributed to the reported event include the device-required therapy, and the patient's past medical history significant for rectal bleeding. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital with complaints of bright red blood per rectum (brbpr).  International normalized ratio (inr) on admission was 1.7 and hemoglobin levels were decreased to 10.8 to 12.0 mg/l. Warfarin was held.  The patient's hemoglobin levels continued to decrease (low of 7.1).  The patient received a total of 10 units of packed red blood cells between (B)(6).  He also continued to have episodes of brbpr.  On (B)(6) 2016, gastrointestinal (gi) disease was consulted.  The patient was taken for colonoscopy,  push enteroscopy, and video capsule endoscopy (vce). Results for all three were negative for active bleeding.  The patient was discharged home on (B)(6) 2016 on aspirin 325 milligrams daily.  No further information was provided.